Manufacturer narrative:
(B)(4). The device was tested using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient expired due to septic shock. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.